Event description:
Same case as MDR ID# 2134265-2014-06658. Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft break occurred on a portion of the device that would remain exterior to the patient. The target lesion was located in the severely stenosed and severely tortuous left main. A 330cm rotawire¿ was selected for use but it failed to cross the lesion. The physician changed it to a non-bsc wire with the aim to pre-dilate the stenosis before the use of rotablator. Pre-dilation was performed with two balloon catheters and then a 2.5x10 mm flextome cutting balloon and another 3.0x10mm flextome cutting balloon at 20 atmospheres. A 32 x 3.50 promus premier¿ drug-eluting stent was then inserted into the sheath when it was noted the shaft broke less than 15cm from the hub. The physician managed to pull it back and then a 16x2.75 omega¿ stent was then inserted into the sheath when it was noted the shaft broke less than 15cm from the hub. The device was pulled back and the procedure was then completed with a non-bsc stent. No patient complications were reported and the patient is in right condition, without any problem. However, device analysis revealed that the hypotube break was located on a portion of the device that could enter the patient.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 230mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).